Manufacturer narrative:
Analysis summary: analysis was unable to confirm the customer comment of the device not powering on, nor of the device shutting down following a power-up. It was noted however that the programmer does shut down when the provided radiofrequency (rf) head was connected and the rf cable was moved. The programmer would interrogate with a known good head with no faults observed. There was a broken latch on the power cord bay and the power cord bay was replaced. The device passed all final functional and systems tests. Non-healthcare professional. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer would not turn on. It was further reported that the user tried two different power cords and the programmer would power up but then it would shut down. The programmer was returned for service. There was no patient involvement.